Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported discrepant sars results for 1 symptomatic patient. The customer communicated that the patient initially tested positive for sars on a sofia analyzer. The same cassette was used on another sofia analyzer and the patient resulted negative for sars. The patient was retested using a sofia sars only cassette and resulted negative. An additional patient event was communicated which is captured on a separate report.